Manufacturer narrative:
Supplement #1: device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device was noted to be discolored, with some brown and blue spots on the outer shell and valve. The shell was noted to have missing material, approximately 0.5 inches in diameter, a circular section was missing and was not returned. An air leak test was performed, and noted the device to be leaking from an additional three openings on the shell. Under microscopic analysis, these openings were noted to be striated, consistent with damage from a surgical tool. A valve test was performed, and no blockage or resistance to flow was noted.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of vomiting and deflation as follows: warnings and precautions: deflated devices should be removed promptly. A patient whose deflated balloon has moved into the intestines must be monitored closely for an appropriate period of time to confirm its uneventful passage through the intestine. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "returned to clinic day after balloon insertion - vomiting blue emesis - gastroscopy showed slightly deflated balloon [leak]. Balloon removed at this time."